Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the definitive root cause of the could not be determined. Although it was not possible to determine the cause of the occurrence from the information obtained, it is possible that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the distal end. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Inspection method for the suggested event is described in the instruction manual (operation manual) for gif/cf/pcf-290 series ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope.¿ olympus will continue to monitor field performance for this device. Additional information added to fields h2, h3, h4 and h6.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited a burn on the plastic distal end cover. There were no reports of patient involvement.